Event description:
Information received by medtronic indicated that the insulin pump had a battery cap replacement. Customer reported battery cap contact was damaged. Troubleshooting was not performed; no harm requiring medical intervention was reported. The customer will discontinue use of the device. The product will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.